Manufacturer narrative:
The initial reporter's phone number:(B)(6). The reported event was unconfirmed because the reported failure could not be reproduced. The returned device was functionally tested, and the product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: b, d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the health professional injected about 2ml, but it was difficult to get in, so pulled harder and was able to inflate without any problems after that. It was also said that the material was abnormally hard at the beginning of the injection, so it needs to be investigated. Per follow up information received via ibc on 04oct2025, stated that it had not been able to find out where the resistance was. Sales rep was informed that there was resistance during the first injection, so user injected more forcefully, and it opened up without any problems, but customer stopped using it just to be safe.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the health professional injected about 2ml but it was difficult to get in, so pulled harder and was able to inflate without any problems after that. It was also said that the material was abnormally hard at the beginning of the injection, so it needs to be investigated. Per follow up information received via ibc on (B)(6) 2025, stated that it had not been able to find out where the resistance was. Sales rep was informed that there was resistance during the first injection, so user injected more forcefully, and it opened up without any problems, but customer stopped using it just to be safe.